Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). This device has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this product was returned for reliability analysis.

Event description:
Boston scientific received information that this lead dislodged. A revision procedure was performed and the physician elected to explant and replace with an epicardial lead. No adverse patient effects were reported during the procedure.